Event description:
An attempt was made to remove the balloon catheter through sheath; however, was unsuccessful. The sheath was removed and the balloon catheter pulled out. Upon withdrawal, the tip of the balloon catheter separated. A small portion of the balloon was hanging out so the tip could be removed.